Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the last time she met with her trainer her blood glucose went high and she didn't get an alert. Customer's blood glucose was 414 mg/dl, treated with the device. Troubleshooting wasn't performed and customer stated initially her blood glucose was over 300 mg/dl, treated with device and insulin pen. During troubleshooting customer stated she had seen an air bubble in the reservoir. She was assisted with purging the air bubble from the reservoir. Customer is not returning the reservoir for analysis.